Manufacturer narrative:
(B)(4). On an unreported date around (B)(6) 2014, the patient experienced an inguinal hernia which was surgically repaired on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a left sided inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia was discovered around the same time as the pd catheter was placed and pd therapy began. It was unknown if the hernia was diagnosed before or after the start of pd therapy. The patient underwent surgery to repair the hernia. Peritoneal dialysis therapy was ongoing. The patient was recovering from the hernia. No additional information is available.